Event description:
It was informed that the distal end of the subject device broke down during a laparoscopy assisted distal gastrectomy. It was a time immediately after using the subject device. The doctor completed the procedure with another device. There was no other patient injury regarding this report. On june 23, 2015, olympus medical systems corp. (Omsc) investigated the subject device. The investigation confirmed that the ptfe pad of the subject device was separated.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and partially separated. As the result of checking the manufacturing record of the same lot, there were nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad of the subject device was worn and partially separated, because the doctor activated output in seal & cut mode without grasping anything.